Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.

Manufacturer narrative:
The patient is 68 inches in height. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device eval: hospital policy.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.